Event description:
It was reported that the device was explanted. The date and the reason for the explant is unk, as no other information was provided. Reportedly, the device was implanted in 2007.

Manufacturer narrative:
The device was not returned for evaluation.